Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component, catalog #: 00599401492, lot #: 62255002, nexgen stemmed tibial component, catalog #: 00598003701, lot #: 37210847, nexgen lps flex articular surface, catalog #: 00596203020, lot #: 61419680, nexgen distal augment block, catalog #: 00599003420, lot #: 62194931, nexgen straight stem extension, catalog #: 00598801016, lot #: 60846833, nexgen straight stem extension, catalog #: 00598801015, lot #: 62460585, nexgen posterior augment block, catalog #: 00599003401, lot #: 62519682, nexgen posterior augment block, catalog #: 00599003401, lot #: 62519682, headless trocar drill pin, catalog #: 00590102000, lot #: 62565999. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00494, 0002648920-2018-00460, 0001822565-2018-00496, 0001822565-2018-03008, 0001822565-2018-03009, 0001822565-2018-03010,, 0002648920-2018-00461 0001822565-2018-03011, 0001822565-2018-03012. Remains implanted.

Event description:
It was reported that a patient underwent right knee revision procedure on an unknown date and now continues to experience pain.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed by review of the revision op report. The report indicated the patient was revised due to loosening of the femoral and tibial components and extensive osteolysis. The femoral cement mantle was removed with manual instruments and osteolysis of both posterior femoral condyles and the medial femoral condyle were cureted to healthy viable bone. Both the exposed femur and tibia were prepared and trial implants were inserted. Femoral distal augments (medial and lateral) were added to obtain balanced and symmetric flexion and extension gaps. The flexion gap was stable with no liftoff, there was full passive extension to 0 degrees, and patellar tracking was excellent. The trials were removed, the bony surfaces cleaned and dried. Then the final tibial component, with a stem extension, was cemented in place. When the cement had hardened the surface of the femur was cleaned with saline and the femoral assembly (femoral component with assembled augments) was cemented in place using a mid-metaphysial cement technique. Once the cement had hardened the final articular surface was implemented. Full passive extension to 0 degrees, stability in extension and flexion, symmetric flexion and extension gaps, and excellent patellar tracking were obtained. The wound was closed. No complications were noted. Review of the revision operative notes indicates no deviations from the surgical technique. No devices were received; therefore, the condition of the components is unknown. Device history records (dhrs) were reviewed for anomalies/deviations and no relevant anomalies/deviations were identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.